Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent was deployed (B)(6) 2013.

Event description:
A stent abnormality observed upon deployment. The protege everflex appeared to fracture upon deployment. The physician needed to deploy an additional stent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
Three cine images were received for evaluation. The stent profile exhibited a lateral compression corresponding to a calcific lesion. This condition has been observed when the stent is placed in a resistive lesion that has not been pre-dilated.